Event description:
A nurse started an infusion with a patient, and forgot to unclamp the roller clamp. The pump did not alarm occlusion.

Manufacturer narrative:
The return of the pump has been requested. A follow up report will be submitted upon completion on the investigation.

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on october 31, 2024, it was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).